Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v480039, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor patient reported that the ins was not working after they had a fall on (B)(6) 2017 and also that their urine was worst. Patient also reported that they were told by the nurse that two wires were damaged, no other complications were noted or anticipated or noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had fallen on (B)(6) due to a seizure and displaced their wires.